Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: migration/ malposition of device.

Event description:
Healthcare professional reported via national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "device migration/implant malposition". This record is for the right side. Device was explanted.